Event description:
It was reported that on (B)(6) 2015, the patient underwent a coronary procedure to treat target lesions in the obtuse marginal artery and the proximal circumflex artery. A 2.75 x 28 mm xience alpine stent was implanted successfully in the obtuse marginal artery. During deployment of the 3.5 x 12 mm xience alpine in the proximal circumflex artery, there was some movement distally due to the patient anatomy. The stent was deployed covering the target lesion and partially covering the ostium of the obtuse marginal artery. A guide wire was crossed into the obtuse marginal artery and dilatation was performed using a 2.5 mm dilatation catheter balloon to ensure that the obtuse marginal artery was unjailed and freely accessible. The balloon dilatation catheter was easily passed into the obtuse marginal artery and into the circumflex artery. The event resolved the same day. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Relevant tests/laboratory data (continued): (B)(6) 2015 (18:00): (ck-mb)=2.9 ng/ml, normal upper limit 8.0. (B)(6) 2015: (ck)=78 u/l, normal upper limit 280. (B)(6) 2015: (ck-mb)=3.3 ng/ml, normal upper limit 8.0. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the information provided, and without the product to examine, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.